Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had near syncopal spells and was brought to the clinic for testing. Isometric arm maneuvers were performed, and the patient had no symptoms and no abnormality was found with the device or leads. The physician placed a 72-hour monitor on the patient and upon review of the data, the patient had multiple pauses. The patient was brought back to the clinic for testing and when manipulating the device in the pocket side to side, the patient had symptoms of dizziness and loss of output was noted. The device was explanted and replaced. No further patient complications have been reported as a result of this event.